Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Customer fired through lockout. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position.

Event description:
It was reported that during a lap cholecystectomy procedure, the first two clips fired did not hold. When the device was fired a third time it jammed. Another device was used to complete the procedure. There was no adverse consequence to the patient.